Manufacturer narrative:
Product ID: neu_unknown, lot# unknown, product type: unknown.

Event description:
The patient reported that their stimulation stopped the saturday night prior to the day of the report. The patient stated that they have been in a lot of pain since their stimulation stopped. The patient tried charging their implantable neurostimulator (ins), but could not get it to charge. The patient also stated having difficulty with their recharger belt, and they have to have it on really tight when using it. Troubleshooting was done at the time of the report, and the patient began a charging session. The patient then stated that they were seeing a normal recharging screen with 8 coupling boxes. The patient noted that the ins battery was blinking between empty and one quarter. The patient successfully turned their stimulation back on. It was noted that the patient had neuropathy in their feet so bad that they couldn't feel their feet. They mentioned that without the stimulation and taking dilaudid, they are in a lot of pain. However, the stimulation and dilaudid help with the pain. The patient had an appointment with their healthcare provider the day of the report. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.